Event description:
It was reported that during a da vinci si colon resection procedure the wires at the wrist of the grasping retractor instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis did not exhibit any damage or wear marks. Engineering also found that both of the distal pulleys exhibited scratches on the surface. The distal end of the main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.